Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing on the right ventricular (RV) lead were observed. Diagnostic imaging was performed and the results are pending. No intervention has been performed at this time. The patient was stable and will continue to be monitored.